Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility manager reported that the ultrafiltration (uf) goal and treatment time changed on a fresenius 2008t hemodialysis (hd) machine after the initiation of the patient's treatment. The machine was programed to a uf goal of 800 ml and treatment time of 3 hours, however, approximately 60 minutes into treatment, it was noted that the machine defaulted to a uf rate of 70 ml/hour. The clinical manager stated that the machine could not manually be adjusted to what was programmed by the staff. The uf was not turned off at all during treatment. At that point, treatment was terminated. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Per the clinical manager, the reported event could not be duplicated during testing and the machine was returned to service and no parts were replaced or machine repairs made.